Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease sharp, wear abrasion and stress marks. Based on the device analysis the final assessment is: - a crease sharp edge broken in the side anterior assessed as fold flaw opening. - missing shell assessed as inconclusive."

Event description:
Healthcare professional reported left side "rupture" and "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture" and "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device has been explanted and replaced.